Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 475 mg/dl, and the customer was treated by the hospital. The customer complained of vomiting and feeling weak. The customer's husband stated that she had experienced elevated blood glucose levels for several days, but it was not lowering. He stated that the customer was not eating, taking boluses, and felt bad. He thought that perhaps the infusion set was not working properly. Upon troubleshooting, the insulin pump passed the high pressure test. He noted that the infusion set cannula was not occluded. The customer was advised to change the entire infusion set, reservoir and insulin; however, she was unable to do so due to lack of supplies at the hospital. They were advised to monitor. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.